Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured february 2025. H11: the actual device and a photograph of the device were received for evaluation. Visual inspection of photograph did not identify any abnormalities that could have contributed to the reported condition. No issues were observed during testing of actual sample. The reported condition was not verified. Additionally, retention samples were visually inspected and no issues were detected; the samples were conforming per product specifications. The retention samples were also leak tested under water and no leaks were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol sol. Admin. Set leaked from a broken clamp. This was observed prior to patient use. There was no patient involvement. No additional information is available.